Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an endoscopic ultrasound, rectal and flexible sigmoidoscopy procedure performed on (B)(6), 2023. During the procedure, the clip was unable to deploy from the insertion device. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g2: medwatch # is 0300920000-2023-8034. Block h6: imdrf device code a15 captures the reportable event of clip was unable to deploy.